Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that after a lead revision from an old lead (MRI unsafe) which was completely removed, the new lead that was MRI compatible was connected to the implantable neurostimulator (ins) which still had sufficient capacity. To activate the ins, manufacturer representative (rep) used the smart programmer  which a serial number was requested nj. Rep stated that since they couldn't find this, they entered 11111. Rep inquired if serial number can be changed. And how reliable the battery status of the ins that rep measure with the smart programmer is. There was power on reset (por) probably caused by use of diathermy. Additional information was received. The manufacturer representative (rep) reported the healthcare professional (hcp) re entered serial number and did therapy settings as usual. Issue was resolved. The power on reset was most likely said to be due to the diathermy. [See general text for rule out].

Manufacturer narrative:
G2 country: netherlands medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.